Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy. Distributor tested the pump and received a cartridge alarm during the loading sequence.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, and the alleged alarm 5 issue was verified in the pump logs; however, no failure was identified.